Event description:
It was reported that the customer had received a letter in regards to his insulin pump being on recall. It was stated that the customer was very concerned and he was receiving too much insulin causing him to have highs. The customer had to recalibrate and asked how to reset the device before going into coma. The caller stated that the insulin pump was still delivering insulin when he already is low, and it is delivering when the customer did not program to deliver. The caller also stated that for some reason there is insulin delivering twenty four hours. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.